Event description:
Reporter states that handpiece overheated and burned the cheek of more than one pt. The device was sent to be refurbished and the MFR paid for half of the repairs. The burn was about 1mm involvement. Reporter states that he doesn't use the device all the time.